Event description:
Baxter (B)(4) received a report that an intermate had a "broken/detached luer lock connector" before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample was received for evaluation. The reported condition of a "broken/detached luer lock connector" was confirmed. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the root cause of the broken/cracked luer near the base of the stem was determined to be a manufacturing defect: stress from the shrink-wrapped packaging design, material integrity of the luer component, and the sub-optimal dimensions of the bond pocket.